Manufacturer narrative:
D10: (B)(6), 02-020-11-0340 - truliant ps cem fem ps cem right sz 4, (B)(6), 02-022-44-4009 - truliant tib imp psc insert sz 4, 9mm, (B)(6), 02-022-45-4030 - truliant tib fit tray cem sz 4f / 3t, (B)(6), 02-029-90-4300 - sterile packed short headed pin, (B)(6), 200-07-35 - advanced patella 35mm 3 peg implant. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial right total knee arthroplasty. Subsequently, the patient experienced pain and stiffness. As a result, the patient underwent a manipulation under anesthesia approximately 2 months after initial implantation. No further patient impact reported. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, g3, h11. The reason for the clinical symptom of pain cannot be conclusively determined, and the event cannot be confirmed because the devices were not available for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.